Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the site of the lead extension resulting in feverlike symptoms. The patient underwent a revision procedure where the full dbs system was explanted. The patient was administered antibiotics and was doing well postoperatively. The explanted devices were retained by the medical facility and were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7139425, UDI: (B)(4). Product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7138913, UDI: (B)(4). Product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7139525, UDI: (B)(4). Product family: dbs-ipg-r-MRI upn: m365db12160, model: db-1216, serial: (B)(6), batch: 791033, UDI: (B)(4).